Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 350 mg/dl and current is 320 mg/dl. The customer has treated high blood glucose with the insulin and needles. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Drive support cap was normal and insulin pump passed high pressure test. The insulin pump will not be returned for analysis.